Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported difficulty to raise flap during a procedure. Flap cut was noted to be thin or thick. The side cut did not go up to the surface. Upon follow up, the procedure was completed without any other issues. No messages were displayed. The patient reported pain some hour after the procedure.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. During an onsite visit, the field service engineer (fse) was not able to duplicate customer reported event. The fse found no problem and successfully completed system verification to specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).